Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 09/07/2016. Retain product was tested and functioning according to specification. Return product was not available for investigation. Investigation: the customer reported obtaining unexpected na+ and k+ results while using ec8+ cartridge lot k15324 to test a patient sample. The device history record for this lot was reviewed. The lot passed finished goods release criteria. Ec8+ lot k15324 expired (14-jun-16) before retain cartridge testing could be performed. As of 01-sep-16, 18,900 cartridges from lot k15324 have been distributed. No other site has reported observing discrepant na+ or k+ results. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat ec8+ cartridges that yielded suspected discrepant sodium and potassium results on a patient (dog). The customer stated that the patient passed away at a later date before retesting. The cause of death is unknown. There was no additional patient information available at the time of this report. Return product is not available for investigation. Date: time: method: na+ result meq/l: k+ result meq/l: sample: (B)(6) 2016, 10:16am, I-stat, 118 meq/l, > 9meq/l , a. (B)(6) 2016, 11:15am, vs2, unreadable, 3.7 meq/l, b. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).